Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient saw the physician due to blood in his urine. The physician completed a cysto and decided the blood was due to the artificial urinary sphincter cuff being too small. The cuff was replaced with a larger size cuff. No further patient complications were reported.